Event description:
Clinic notes were received on 03/23/2016. The notes mention that the patient underwent vns implantation on (B)(6) 2008 which was complicated by injury to vocal cord, requiring surgery.

Event description:
It was reported on (B)(6) 2015 that the patient has vocal cord paralysis. The physician who reported the event previously saw the patient but has no more information. The patient's current neurologist is unknown. No further relevant information has been received to date.